Event description:
On going problem with codman icp express monitors. Unable to consistently zero (calibrate) machines. Codman contacted & evaluated system. However, problem continued. At this time, co rep following problem on case by case basis.